Event description:
It was reported that during a low anterior resection procedure, the doctor fired the staple and only partial staple came out; the blade cut through the tissue. Then he used another cartridge to finish the procedure. There were no adverse consequences for the patient. (B)(6).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.